Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding the patient's implanted infusion pump containing hydromorphone (dose and concentration unknown). The indications for use included non-malignant pain, other non-malignant pain, and other chronic/intract pain in the trunk/limbs. It was reported that the battery was almost gone, and the patient was reportedly told that the pump was due to be changed out. The pump was not working well and the patient thought something wasn't right. It was clarified that the pump was not working as well as it used to, and always did when the medication was diluted at the end. It was noted that it had always done that, but now it was not stopping the pain as well as when it was first implanted. The change was noted to have taken place after the patient took a "really, pretty good fall," about 3-4 months ago. The patient wanted the pump changed out at the facility that it was implanted at. No further complications were reported or anticipated.